Event description:
Customer said a pt became entangled in the left head siderail. The pt was found with their head in the foot end side of the head rail and torso was on floor as if pt was trying to get back into bed. No injury reported.